Event description:
It was reported that (1) device was used during an esophagus procedure. It was reported by the affiliate that the mcl20 clips would not hold. The surgeon used a mcm20 instrument to complete the case. There was no consequence to the pt.